Event description:
Philips received a complaint by the customer on the v60 indicating that the while performing preventative maintenance, it was observed that the remote alarm port has intermittent connection, and the cpu printed circuit board assembly (pcba) was replaced to correct the issue. The customer is requesting option codes to install for the cpu. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided cpu option codes and customer verified options are activated, issue resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.